Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0xwyr, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that during a procedure on (B)(6) 2015 there were out of range impedance of greater than 40,000 ohms on contact #1 upon initial insertion of the extension. Connections were checked at the implantable neurostimulator (ins) site and the lead/extension site, all with the same results. The extension was replaced and the values were all within normal limits. There were no patient symptoms. The issue was resolved. The patient was alive with no injury. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis of the extension, serial #(B)(4), found the #1 conductor broken 2.8 cm from the proximal end. The #1 circuit was found to be open.